Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had a frozen screen and device was alarming back up alarm failed. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 29 aug 2019. The serial number of the device is (B)(4). The service engineer confirmed the backup alarm failed, flow accuracy test failed, the vent 35v supply failed and the top cover was cracked. The service engineer replaced the power management (pm) board, flow sensor assembly and solenoid valve and replaced the top cover. Part replacements resolved the issue. A cpu board and oxygen valve solenoid assembly was return for analysis. An investigation was performed and the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 544 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had a frozen screen and device was alarming back up alarm failed. The customer reported there was no patient involvement.